Manufacturer narrative:
The driver's reported beat rate fluctuation was confirmed and reproduced during investigation testing. The root cause was determined to be a malfunction of the piston cylinder assembly (pca). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4934 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver is being evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver's beat rate fluctuated during testing.